Event description:
#Medwatcher #followup1 #FDA mw5035318 #(B)(4). Had hysterectomy (B)(6) 2014. One coil embedded in uterine wall. Other coil was dangling from fallopian tube causing hemorrhage.

Event description:
After hsg at three months to confirm blockage of tube I began to have daily cramping and random light spotting. The spotting and cramping became worse and worse. I went to the doctor and got an ultrasound and x ray. There are two coils in the right tube only. Scheduled for hysterectomy (B)(6). (B)(4).